Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to inadequate stimulation. The patient was doing well postoperatively and the explanted ipg will not be returned by the medical facility.